Event description:
The customer reported that the system can not expose. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.